Manufacturer narrative:
The power cable was returned to the olympus (B)(4) for an initial visual investigation. No info of the power cable or plug was observed. Keymed ltd have requested that the power cable and plug be returned to the manufacturer for further investigation. There is no report of pt injury and this report is submitted in an abundance of caution based on previous submitted MDR where the subject of the report has been the power cable and plug of the olympus workstation.

Event description:
Olympus workstations are designed for use with a range of olympus equipment to facilitate endoscopy procedures. Keymed ltd has been made aware that during an unspecified procedure, the subject device wm-np2 received intermittent power. The power cord was fully inserted into the hospitals power supply outlet and fully inserted into the workstations transformer, when the power cable was manoeuvred, the devices on the workstation lost power. There is no report of pt injury and this report is submitted in an abundance of caution.